Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through stryker facebook page: "had my right knee done in march it's still causing me a great deal of pain and feels lose. So much grinding like it's moving."